Event description:
Medtronic received a report that a pipeline flex with shield technology stent had poor deployment mid-stent. The stent was resheathed and removed from the patient with the microcatheter. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, amorphous, right internal carotid (ica) posterior communicating (pcom) artery aneurysm with a max diameter of 16 mm and a 11 mm neck diameter. The landing zone arterial diameter was 3.3 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was ordinary. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as no abnormalities. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed 3 or more times. No additional steps or other devices were required to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.